Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ferritin, the elecsys tsh ver. 2 assay, and the elecsys total psa ver. 2 immunoassay on a cobas 8000 e 801 module. The sample also had discrepant results for ua2 uric acid ver.2 on a cobas pro c 503 analyzer. Both e801 and c 503 analyzers are connected to the same line. Incorrect results were reported outside of the laboratory. This medwatch will apply to the e 801 analyzer. Please refer to the medwatch with patient identifier (B)(6) for information related to the c 503 analyzer. The sample was initially tested on the system and no results were received, only data flags indicating there was a sample clot. The sample was then repeated and these values were reported outside of the laboratory. The released values were questioned by a doctor. The sample was then pulled for repeat testing and it was noted it contained a sample clot. The sample was repeated again on (B)(6) 2021 and these values were deemed correct. The first repeat of the sample resulted in a ferritin value of 172.0 ng/ml on the e 801 analyzer, which repeated again as 411.0 ng/ml. The first repeat of the sample resulted in a tsh value of 10.000 uiu/ml on the e 801 analyzer, which repeated again as 2.020 uiu/ml. The first repeat of the sample resulted in a uric acid value of 5.7 mg/dl on the c 503 analyzer, which repeated again as 3.4 mg/dl. The first repeat of the sample resulted in a psa value of 4.540 ng/ml on the e 801 analyzer, which repeated again as < 0.01 ng/ml. The reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.